Event description:
It was reported that the atrial lead had dislodged. During lead revision procedure, the atrial lead was unable to be repositioned. The lead was explanted and the atrial port was plugged. It was noted that the helix was damaged.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported helix damage was not confirmed. The helix was cleaned and mechanically tested, and could be extended and retracted. The full helix extension was within specifications. The lead passed the continuity test, but failed the impedance and insulation test due to the over-torqued inner coil in the connector defecting to the point that it shorted to the connector ring. The inner coil and outer insulation damage found was sustained during the surgical procedure.